Event description:
As reported by field clinical specialist, the patient underwent a successful tavr procedure via the carotid approach for a 29 mm sapien 3 valve in the aortic position. During peak inflation of valve deployment, the valve appeared to be fully inflated and had no leak. Post deployment, the delivery system would not go into the sheath due to the balloon wanting to -umbrella- over the end of the sheath and ostium of the carotid. After multiple attempts, the physician pulled harder and the tip of the catheter and balloon broke off the catheter. The distal tip of the balloon embolized into the aorta. The team then snared the embolized balloon and catheter tip to the tip of the sheath and allowed the CT surgeon to cut down and remove everything as one. The patient was stable throughout the procedure and was doing well after the team closed the access sites.

Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for balloon burst, withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath, and system components separate during use - distal tip, were unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, in the procedural notes, circumferential balloon rupture from a carotid approach. Additionally, during peak inflation of valve deployment, the valve appeared to be fully inflated and had no leak. While no additional information or imagery was provided, several factors may contribute to balloon burst, such as calcification or overinflation of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, overinflation of the balloon may cause balloon burst. The prescribed nominal inflation volume is provided in the IFU and training material. Designated inflation volumes are also indicated near the y-connector of the delivery system as instructed by training material. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As such, due to lack of device and relevant procedural/patient information, a definitive root cause for the balloon burst is unable to be determined. As reported, -post deployment, the delivery system would not go into the sheath due to the balloon wanting to -umbrella- over the end of the sheath and ostium of the carotid. After multiple attempts, the physician pulled harder and the tip of the catheter and balloon broke off the catheter. The distal tip of the balloon embolized into the aorta.- as the balloon is burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Available information suggest that procedural factors (withdrawal of burst balloon) potentially lead to the complaint event. However, a definitive root cause is unable to be determined. No manufacturing nonconformances were identified during evaluation. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.